Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was almost unknown at the time of the incident. The customer reported that the customer is using the infusion set and got the letter about the recall and the infusion set does not pertain to letter. The customer stated that third time the infusion set for air bubbles in tubing. The customer just changed it out and this afternoon when looked in vial and looked everything was clear. Then did do blood glucose and still 200mg/dl and now there were bubbles in reservoir. The customer was looking at tubing and in tubing as well right at the top where tubing goes into reservoir and last night blood glucose was 585mg/dl. The customer stated that last sunday it was high as well over 500mg/dl. The customer stated that it was high all day yesterday and before bed dropped to 155mg/dl. The customer got up this morning and back up to 268mg/dl and was not eating. The customer had been in the 200's mg/dl all day today. The customer had not been able to break 200mg/dl today. Approximate size of air bubbles was smaller than champagne style bubbles. Previously blood glucose was 300mg/dl, 262mg/dl, 242mg/dl, 252mg/dl. The customer did not troubleshoot for high blood glucose because they changed out infusion set in a different location. The customer was advised to call back to troubleshoot for high blood glucose if they are still occurring. The insulin pump will not be returned for analysis.